Event description:
During a revision, the inner bushing loosened from the gmrs extension piece. New extension was used to complete the procedure successfully.

Manufacturer narrative:
An event regarding disassociation involving a gmrs extension piece was reported. The event was confirmed through photographs. Conclusions: during a revision procedure for fissure, disassociation of the sleeve from the extension piece occurred. The exact cause of the event could not be determined based on the information provided. Further information such as device evaluation, pre- and post-operative x-rays and the primary operative report as well as patient details, history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information become available, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a revision, the inner bushing loosened from the gmrs extension piece. New extension was used to complete the procedure successfully.